Event description:
It was reported that a patient experienced chest discomfort and loss of capture on their right ventricular lead. The lead was explanted and replaced with a new lead on (B)(6) 2022. The patient was successfully discharged post-procedure and there were no consequences.

Manufacturer narrative:
Correction: previous serial number was incorrect. Correct serial number is (B)(6).

Manufacturer narrative:
The reported events were cardiac perforation and loss of capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported event of loss of capture was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. Performed tip stiffness test and test results were in specification. Corrected data: UDI number should have been (B)(4) instead of (B)(4) as previously reported.